Manufacturer narrative:
The product analysis indicates one opened sample of part number 8229708 from lot number 0210710996 was received. There was a residue consistent with biological contaminants on the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 15 ohms, red [w/white band] 25 ohms, blue 26 ohms, and blue [w/white band] 16 ohms. There were no open circuits and no out of specification condition of the main tube electrodes. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. A continuity test is performed prior to final packaging. The red / white and green end to end ohms resistance shall be less than 2.5 ohms; the actual measurement for both was 2.3 ohms which is in specification. There was no fault found and no evidence of improper manufacturing. The reported issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician indicates that there was no waveform, the line was flat. The system recognized the electrodes. Both sides of the emg tube were not responding. Reintubation was not performed. The user could visually confirm that the muscle moved, however there was no response from the system.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a thyroid surgery, there was no response from the emg endotracheal tube. The procedure was completed with a back-up device. There was no patient impact.